Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a post-op ischemic stroke. When sedation was turned off, the patient was slow to wake up with sedation off for several days. The stroke was diagnosed with computed tomography (CT) scans. The patient was not following commands and only had some spontaneous movement. The plan of care was to watch and wait, the patient continued on full support. It was later communicated that the patient had hemorrhagic conversion of stroke with herniation and the family withdrew support. The patient passed away on (B)(6) 2023 due to hemorrhagic stroke. An autopsy was not performed. The device was not explanted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.